Event description:
A 62-year-old female with history of breast cancer with mastectomy and reconstruction of right breast with silicone implant and subcutaneous mastectomy and reconstruction of left breast with silicone implant was admitted for removal of silicone implants bilaterally due to pain, tenderness, and capsular contractures of bilateral breasts. Pathological exam showed fibrosis and silicone granulomas of bilateral breasts. MFR of implants and original data of implant unknown.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.